Event description:
Allergan aesthetics received a report of a patient treated to the upper abdomen and lower abdomen with coolsculpting on 02-september-2016 and 09-september-2016 using the coolmax and coolcore applicators; and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction: h6 conclusion needed to be added.

Event description:
Allergan aesthetics received a report of a patient treated to the upper abdomen and lower abdomen with coolsculpting on (B)(6) 2016 using the coolmax and coolcore applicators; and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a4. Corrected information: h6.

Event description:
Allergan aesthetics received a report of a patient treated to the upper abdomen and lower abdomen with coolsculpting on (B)(6) 2016 and (B)(6) 2016 using the coolmax and coolcore applicators; and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated to the upper abdomen and lower abdomen with coolsculpting on (B)(6) 2016 and (B)(6) 2016 using the coolmax and coolcore applicators; and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/30/2023. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 8/4/2023. Corrected data: b5, h6. Clarification to b3 partial date of event: "4 months" post treatment was provided.

Event description:
Paradoxical hyperplasia (ph) was confirmed in the full abdomen (upper, mid and lower) area.